Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10

Event description:
It was reported that 2 bd pen ndl 32g 4mm hp leaked or had dosage issues. The following information was provided by the initial reporter :   the consumer reported that the insulin is leaking from pen needle after the injection and the full insulin dosage is not being delivered.   Date of event: unknown samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm hp leaked or had dosage issues. The following information was provided by the initial reporter :   the consumer reported that the insulin is leaking from pen needle after the injection and the full insulin dosage is not being delivered.   Date of event: unknown. Samples: available.